Event description:
The quality improvement facilitator from the facility reported the ceramic tip of their vapr p90 electrode broke off into the patient during a hip procedure. The surgeon was able to remove all broken pieces of the electrode from the patient. It was reported this prolonged the procedure significantly but unaware of exactly how much longer. The electrode is coming back for evaluation. No further details were available.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device has not been returned till date and there is no further information that would help in the investigation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Based on the complaint history for such failures, at this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The quality improvement facilitator from the facility reported the ceramic tip of their vapr p90 electrode broke off into the patient during a hip procedure. The surgeon was able to remove all broken pieces of the electrode from the patient. It was reported this prolonged the procedure significantly but unaware of exactly how much longer. The electrode is coming back for evaluation. No further details were available.